Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the pump display screen was becoming dim and more difficult to see. The reporter indicated that there was evidence of moisture in the pump but reported that the display issue first began before the moisture issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2015 with the following findings: the battery cap was not returned with the pump for testing. The pump was tested using a test battery cap. Moisture damage was observed inside the battery compartment. The pump was unresponsive when a battery was inserted for testing causing the pump to be unable to investigate the alleged display issue. The pump was opened and the display screen was found to be intact but additional moisture damage was observed inside the pump.